Event description:
Related manufacturer reference number: 2017865-2022-00258. It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture due to dislodgement and twiddlers on the left ventricular (lv) lead. This was addressed by a procedure on (B)(6) 2021, where the lv lead was explanted and replaced. During the procedure, insulation damage and lack of slack was also noted on the right atrial (ra) lead. The ra lead was explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were the insulation damage and the lead slack issue. The reported event of the insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix bent/stretched. Visual inspection found the lead insulation was twisted in the proximal region. The cause of the reported event was isolated to the insulation damaged consistent with twiddler syndrome.